Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four days post the implant of the right atrial (ra) lead, that the lead dislodged. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.